Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of a catheter pscc100 pulseselect , the catheter array inverted. The array was stuck in a corkscrew configuration but was able to be retracted into the sheath smoothly. The catheter was replaced which resolved the issue. The outcome of the case is unknown. It was unknown if there was any patient complications as a result of the event.

Event description:
It was later reported that the case was completed with pulsed field ablation.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726947 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During visual inspection of the array revealed electrodes 7 and 8 were observed to be crushed/damaged, the array was inverted, and the array was knotted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the reported array inversion was confirmed during analysis. The catheter failed the returned product inspection due to a knotted and inverted spiral array and crushed electrodes on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.